Manufacturer narrative:
(B) (4). Device #2: part #83964-02, lot# 576825 indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not completed.

Event description:
Device malfunction: device #1 balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation in the left anterior tibial artery, the fox sv was inflated to 4 atm and ruptured. The balloon was removed from the anatomy, and a second fox sv was inflated to 4 atm and ruptured. The balloon was removed from the anatomy and a third fox sv was used successfully to perform dilatation. There was no adverse pt effect. Though requested, no additional info was provided.